Event description:
It was reported by the customer that on (B)(6) 2010, the fiber cap detached at 50,024 joules. Also, it was reported that the fiber cap was not retrieved. No pt injury was reported. The device was not returned for eval.